Event description:
A social media article posted on a law firm's website on (B)(6) 2013, alleged that an unidentified woman experienced a cardiovascular event and expired in 2007, after use of the product.